Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the first distal stent wrap with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug-eluting stent to treat a moderately tortuous, severely calcified lesion located in the proximal left anterior descending (lad) artery. There was no damage noted to the packaging. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning/advancement. The patient was reported to be alive with no injury. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.